Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the sessions records revealed that the pulse generator exhibited oversensing far-r waves. The patient was in good conditions at all times. No intervention or additional information was reported.